Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and has been unable to duplicate the reported issue during testing.  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device lost power prior to delivering a defibrillation shock to a patient. The customer indicated that their device was successfully able to deliver one 360 joule shock to the patient and during the attempt to deliver a second, the device lost power. The customer powered the device back on and during the attempt to deliver the 360 joule shock again, the device lost power a second time. The customer indicated that a backup device arrived on scene and delivered a subsequent defibrillation shock after approximately 4 minutes. The patient was then transported to the hospital and did not survive. No additional information on the event or the patient has been provided by the customer.

Manufacturer narrative:
Physio-control performed additional evaluation on the returned device.  When the failure analysis center (fac) tested the device using li-ion batteries, the reported issue could be duplicated when one of the li-ion batteries was not in a low battery condition and the other battery was in a low battery condition (1 flashing led). The device would initially operate from the battery which was not low and it would intermittently switch to the low battery when a 360 joule defibrillator charge was performed and then the device would lose power (note: the device should not have switched to the low battery). Through additional analysis, the cause of the reported issue was determined to be due to a combination of increased contact resistance of the battery wire harness connector contacts in connector p11 and the mating contacts on the power pcb assembly on connector j11 as well as a higher than specified rds (resistance drain to source - ¿on resistance¿) of fets q10 and q11 on the power pcb assembly. The increased contact resistance was determined to be caused by contact fretting wear. Together, the combined voltage drops on j11 and q10/q11 exceeded the circuit failure detection threshold of 0.84 vdc and forced the device to switch to the low battery which resulted in a power off condition.  Physio-control replaced the power pcb assembly and the battery wire harness assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.